Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag, most recent lot number 1009001 (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2010, prior to initiation of antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. The results of the analysis revealed a leucocyte count of 990 cells/mm^3, with lymphocytes 5% and polymorph 95%. The result of the culture was "no growth." On (B)(6) 2010, the patient was given a loading dose of fortum 1gm ip and vancomycin 1gm ip. The root cause of the peritonitis was unknown. At the time of reporting, the event of peritonitis was resolving. Dianeal therapy continued. The patient's concomitant medications were not reported. The consumer believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.